Event description:
Blood came out of the valve. Physician was able to stop the blood coming out of the valve. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The complaint product was not returned for eval. Per specification, there is a 100% air pressure test on each order. The disc is also examined and ensured that it is clean and free of debris and correctly positioned in the center of the cap. Without benefit of the returned device, it is difficult to determine with certainty why the customer experienced the described failure for this device. Quality control final inspections checks the valve assembly for leakage. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Event was evaluated by quality engineering risk assessment (qera). Per qera, the risk remains acceptable and no further action is necessary for this product family and failure mode.